Manufacturer narrative:
(B)(4). The device remains in service pending the replacement procedure. The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device did not meet longevity expectations. External visual inspection identified no anomalies. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a charge time (CT) error and a long charge (lc) error. It was noted the patient had never had therapy from the device. The remaining longevity was 43% in august and was now 16%. Premature battery depletion was suspected. A technical services consultant discussed that a capacitor reformation was likely the cause of the charge time error. Device therapy could not be guaranteed as the device may not be able to deliver a full energy shock. The device remained programmed with therapies on and a replacement was scheduled for after the holidays. It was noted the device may emit tones again either by a charge time error or if elective replacement indicator (eri) is declared. The patient and hospital were aware of the possible outcomes. No adverse patient effects were reported. Boston scientific received additional information that this device was explanted and replaced three weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service pending the replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a charge time (CT) error and a long charge (lc) error. It was noted the patient had never had therapy from the device. The remaining longevity was 43% in august and was now 16%. Premature battery depletion was suspected. A technical services consultant discussed that a capacitor reformation was likely the cause of the charge time error. Device therapy could not be guaranteed as the device may not be able to deliver a full energy shock. The device remained programmed with therapies on and a replacement was scheduled for after the holidays. It was noted the device may emit tones again either by a charge time error or if elective replacement indicator (eri) is declared. The patient and hospital were aware of the possible outcomes. No adverse patient effects were reported.